Event description:
Spoke to patient's daughter about remodulin IV. Patient's daughter states that one cassette was leaking into cassette after she mixed, and stated that she did not put too much air in it. Patient had to discard because of leakage. The patient's daughter stated this was the only time this has happened. Advised pt that if this is a reoccurring problem, to notify pharmacy and pt may need to send back faulty cassette. Patient voiced understanding. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Has this incident happened within the past 6 months? Yes; has this patient reported a pump malfunction within the past 6 months? No. Is the cassette available to be returned for investigation? No. What is the outcome of the event? Resolved. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. No add'l info, details or dates available. Serial number is unk as pt did not provide at this time. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes, if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.